Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump had am instead of pm. The educator was able to correct the am/pm and has pump delivering insulin at this time. The educator felt that the patient set pump incorrectly at some point in time. The pump not reviewed to see when the incorrect time happened. It was reported that the incorrect am/pm was related to the blood glucose excursions. While at clinic the healthcare professional noticed the odor to ketones and pt had large ketones. This report is being made because the patient experienced bg excursions due to time/date issues.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/03/2013 with the following findings: a review of the pump¿s history showed that the dates changed from (B)(6) 2007, from (B)(6) 2007 to (B)(6) 2014, from (B)(6) 2014 to (B)(6) 2013, from (B)(6) 2013, and from (B)(6) 2013 to (B)(6) 2007 to (B)(6) 2013. The history showed a manual time change from 10:08 pm to 10:07 am on (B)(6) 2013. There is no further information available in the history due to continued use of the pump. The daily insulin delivery totals appeared inconsistent due to the time and date changes. During testing, a timekeeping accuracy test was performed. The pump maintained the correct time and date during the 5 day test; however, when the pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The pump was opened and the internal battery was found to be leaking. Unrelated to the complaint, the display screen was dim and discolored. A test screen was installed and displayed properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.